Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Later, healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture,

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed openings during the analysis. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d9, e1, h3, h6.

Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional later reported rupture. The device has been explanted.